Event description:
It was reported that the patient experienced an occlusion alert after announcing a meal and eating lunch, with the alert occurring shortly afterward. The patient had changed infusion set supplies earlier and did not observe any leaking or kinks in the tubing. The patient was advised to review device notifications and resume insulin delivery. Blood glucose was checked by fingerstick and measured at 244 mg/dl, while the device displayed 294 mg/dl. Guidance was provided on performing a calibration. The patient indicated satisfaction with the guidance and planned to continue monitoring. The patient later reported that blood glucose levels remained elevated and requested to change the infusion set. The patient stated that no additional teflon infusion sets were available and required assistance switching to a steel infusion set. The patient was guided through changing the infusion set, filling the tubing, transitioning from a teflon to a steel cannula, and resuming insulin delivery. Upon removal of the prior infusion set, the patient observed that the cannula tip was bent, which was believed to have interfered with insulin absorption. At that time, the patient¿s blood glucose level was reported at 354 mg/dl. During a subsequent follow-up, blood glucose remained elevated at approximately 350 mg/dl. Concerns were expressed regarding correction dosing. Education was provided regarding device correction behavior, particularly during early use, and the rationale for conservative corrections to reduce hypoglycemia risk. The patient was advised not to announce a meal unless actively eating and was informed that ongoing corrections would continue to address elevated glucose levels. The patient reported understanding and planned to continue monitoring, with instructions to seek further assistance if needed. The patient confirmed that blood glucose levels were affected, reaching a highest reported level of 350 mg/dl for a couple of hours. No backup therapy was used, no ketone testing was performed, no professional medical intervention was received, no additional assistance was required, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.